Event description:
It was reported that an arc/spark was observed.

Event description:
It was reported that an arc/spark was observed.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The probable root cause(s) can be associated, but not limited to: use error, improper sterilization, normal wear and tear and/or insulation failure. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.